Event description:
It was reported that the customer experienced an issue with the battery not charging. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.